Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the rep that the hp052 had a continual solid tone and would not work even after test tip was used. A hp051 was used to complete the case. There was no consequence to the pt.